Event description:
This is a spontaneous report by a physician from the (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent. On (B)(6) 2010, treatment was started with ceftazidime and vancomycin (dosages and frequencies not reported). On (B)(6) 2010, remedial therapy with ceftazidime and vancomycin was discontinued. On (B)(6) 2010, antibiotic therapy was discontinued. On (B)(6) 2010, nutrineal therapy was withdrawn. On (B)(6) 2010, the patient was considered fully recovered. It was not reported whether drugs had been added to the pd solution. The patient did not mix his solutions. He did not experience infection at the catheter site and did not experience any other peritonitis during the four weeks before this episode. The reporter stated the sterile peritonitis was related to nutrineal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.